Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device goes out and an error message was displayed. The issue occurred during the withdrawal of the diagnostic hysteroscopy procedure. The issue was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd (charged coupled device) unit, failed leak test due to puncture on cable. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the faulty ccd (charged coupled device) and punctured cable led to the malfunction which was caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.